Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, but did not confirm the reported issue. The anesthesia control board (acb) was recommended for replacement to resolve the issue. Customer contact reports there is no patient information available.

Event description:
The hospital reported an internal malfunction preventing mechanical ventilation. There was no report of patient injury.